Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a cut on the insulation rubber was found. The labels were peeling off. Deep dents on the plastic were found and one of the lights of the light guide was out. The insertion tube had scratches as well as the light guide tube. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that there is a hole where the bending rubber and the insertion tube meet. The issue was found during reprocessing. No patient involvement or injuries were reported. No additional information has been obtained.